Manufacturer narrative:
(B)(6). Device manufacture date: march 1, 2021 - march 2, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after use of two (2) vial-mate adapters, a small blue plastic piece was observed floating around in two different 0.9% nacl (sodium chloride)100 ml IV (intravenous) solution bags. This was further described as "after connection and activation a small blue plastic piece was dislodged and found floating in the IV bag". The medication attached were "imipenem /cil 500 mg in 100 mg ms" vials. The issue was identified as the patient was preparing the dose for use and noted prior to the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.